Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues arise, which the customer understood and acknowledged.